Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary inner insulation breached; distal segment returned

Event description:
The lead was returned, analyzed and tested out of specification during manufacturer's analysis. No patient complications have been reported.